Event description:
It was reported that during implant attempt, the lead was difficult to position and was bent up when the doctor removed it from the patient after the attempt. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): lead stretched; full lead returned and analyzed.